Event description:
Related manufacturer reference number: 3006705815-2022-00080. It was reported the patient had high impedances on multiple contacts causing the stimulation to auto-reduce. Surgical intervention took place in which the leads were explanted and replaced to resolve the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.